Event description:
Caller reported that they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. Although the customer changed the infusion set twice without resolving the issue, the issue was eventually resolved when the existing cartridge was replaced. The customer has requested a replacement pump due to ongoing occlusions and load issues.